Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy connector assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly and confirmed there was a broken pin from the therapy cable stuck inside the connector. The broken pin caused the device to not accept a connection from the therapy cable.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the therapy connector had a broken pin inside of it that was from the therapy cable. This caused the therapy cable to not connect to the device. As a result, defibrillation therapy may not have been available, if it was needed.